Event description:
The pump was returned for investigation. Investigation revealed a misaligned force sensor circuit component on the printed circuit board. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box shows numerous occlusion alarms. The pump powers on properly and the rewind step was performed successfully. During a load step attempt, the piston stopped at 202units. The pump was primed and an occlusion alarm occurred during the first normal bolus delivery attempt. The force sensor was found to be out of calibration. The pump was opened and a force sensor circuit component was found to be misaligned on the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).